Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump battery could not be charged, resulting in the pump shutting down. Additionally, it was reported that the pump intermittently reset unexpectedly. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was used to address bg. Customer reverted to manual injections for insulin therapy.